Manufacturer narrative:
Other: health (B)(6) incident report reference no. (B)(4); submitted to health (B)(6) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx - halo device was implanted into the patient during a procedure performed on (B)(6) 2016. After the procedure, the patient began to experience pain the abdomen, lower back, leg spasm and stressless urinary incontinence. Reportedly, the patient sought treatment for the pain.